Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg), level not provided. Customer received support from wife. Customer reported they were able to consume something to address the issue. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.